Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to normal eri, externalized conductors observed. The patient was asymptomatic. All electrical values were within normal range. The lead was capped and replaced. The patient was doing well after the procedure.